Manufacturer narrative:
Follow-up #1: date of submission 10/15/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/01/2015 with the following findings: the display was found to be dim; the letters had a red hue. Unrelated to the complaint, the pump casing was found to be cracked at the top right corner between display lens and the pump seal. Also unrelated to the complaint, the keypad was peeling off and the audio bolus button cover was torn. The audio bolus button was still found to be responsive to user input.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.